Manufacturer narrative:
In regard to this complaint logfiles provided for review and a vfie module was provided for investigation. Review of the logfiles revealed the occurrence of vfi218 error message, which indicates an issue in the vfi or micro injection function. However, no anomalies were identified during the investigation of the returned vfie module, it worked according to d.o.r.c specifications. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar serious incidents related to the eva surgical system are included in the analysis (vf-vfi-pressure-low-*). Since 2023 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during the surgery, the air section turned red. The pack was replaced and the surgery was allowed to continue; however, it continued to appear in red. No report of patient/user harm. The surgical procedure was prolonged.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during the surgery, the air section turned red. The pack was replaced and the surgery was allowed to continue; however, it continued to appear in red. No report of patient/user harm. The surgical procedure was prolonged.